Event description:
Event description guidant received information that this patient went to the hospital after a syncopal episode and at the hospital, high impedance measurements were displyaed on this right ventricular (rv) lead. It was suspected that this lead was fractured, and at a following revision procedure, this lead was deactivated and successfully replaced. Forty-one days later, the patient returned to the clinic with an infection at the revision site. This wound site was cleaned, dressed, and after physician approval and instructions given on post-infection care, the patient returned home. The patient returned to the hospital nine days later again with infection and visibility of the device at this site. The patient remains in the hospital to address the care and management of the wound site.